Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level of 350 (mg/dl) and vomiting. Customer was treated with IV fluids and infusion site change. Customer was released a few hours later with a bg level of 250 (mg/dl). No further information was provided on the reported issue.